Event description:
It was reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to inspect and clean the pneumatic tap area, remove an o-ring, and successfully reload the original cartridge, allowing them to resume insulin therapy.